Manufacturer narrative:
The device is not required to be returned to animas.

Event description:
On (B)(6) 2015, the reporter contacted animas alleging the patient's blood glucose on (B)(6) 2015 was 533 mg/dl with large ketones, extreme thirst, extreme urination, symptoms of dehydration, and difficulty waking up. The reporter noted the patient did not receive any treatment above and beyond the usual routine of diabetes care and management and they remained on pump therapy. It was reported that the pump's basal and bolus settings were recently changed by a healthcare provider. During troubleshooting, it was reported the pump was experiencing an intermittent power issue and the battery cap contacts were damaged. The reported noted that battery cap was in use for 22 months; the pump's owner's manual instructs that the battery cap requires replacement every 3-6 months. There was no indication or allegation of device malfunction. This complaint is being reported because the reported serious injury was attributed to a device use error.